Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is not required. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper material selection, improper dimensional design; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The investigation is inconclusive due to the fact that no sample was returned for evaluation. (Expiration date: 07/2020).

Event description:
It was reported that during dialysis catheter insertion, the plastic tip of the tunneler component allegedly broke. There was no reported patient injury.